Event description:
Customer tried the aviva meter at 6:00 am, 6:05 am, and 6:30 am and meter displayed e-1, an error within specifications, after dosing. Reported he had no symptoms at the time, took medications as usual, ate breakfast as normal. Left for work at 6:45 am. Got to work and had a conference call for 45 minutes, then drank some grapefruit juice before going to another meeting. Then he got up, made it out his door, almost to the elevator and passed out at 8:55 am. Was passed out for a minute, came back awake. Coworkers called 911. He had hit his head and his head was bleeding. He was not given any medication for diabetes, they were more concerned with his head bleeding. Emt's gave him 3 aspirins, transported him to hospital. Hospital determined his blood glucose was low, treated him with 2 bags of unspecified liquids. He stayed over night and was given 2 more bags of liquid then was released at 3:00 pm. A request was made for the return of the system and a replacement was sent.